Event description:
The event involved a 16" (41 cm) appx 6.3 ml, trifuse add-on set w/2 spiros¿, bag spike, 3 clamps (blue, 2 red), dry spike adapter where the customer reported that the solution leaked from the tube during patient infusion of an unspecified chemotherapy medication. There was patient involvement, no drug exposure. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.